Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (1mg/ml at 0.3mg/day) and bupivacaine (10mg/ml at mg/day) via an implantable pump. It was reported that the patient was having a routine pump replacement with no suspected issues. Upon opening the pump pocket, a large amount of cerebrospinal fluid (csf) was found in the pocket. The catheter was cut in a few spots to see if the issue could be found, but they were unable to determine the location of the leak. The entire pump system, including the catheter, was replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Product ID: 8598a (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.